Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer had been changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to help determine the cause of the occlusions could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.